Manufacturer narrative:
Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturing reference number: 2017865-2020-16217. It was reported that the right ventricular lead exhibited noise and high capture threshold. The lead was explanted and replaced. It was noted that the right atrial lead was capped and replaced on (B)(6) 2013 for unknown reasons. The capped lead was removed along with the right ventricular lead due to MRI compatibility. The patient was in stable condition.